Event description:
It was reported that during follow-up, an increase in pace/sense impedance, subsequent high impedance, and a rise in pacing threshold was noted. At maximum pacing output of the device, ventricular capture did not occur. Testing with the existing lead and new device resulted in high impedance and no capture. Because it could not be determined if the issue was due to the lead or the device, both were replaced. It was noted that the device was damaged during the explant procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed that the device had been damaged at explant. A puncture in the shield went through to one of the high voltage capacitors. This left the device unable to charge. The device did not exhibit high impedance during analysis. It was reported that during follow-up, an increase in pace/sense impedance, subsequent high impedance, and a rise in pacing threshold was noted. At maximum pacing output of the device, ventricular capture did not occur. Testing with the existing lead and new device resulted in high impedance and no capture. Because it could not be determined if the issue was due to the lead or the device, both were replaced. It was noted that the device was damaged during the explant procedure. There were no patient complications reported as a result of this event. No conclusion can be drawn capture, failure to impedance, high high threshold.